Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was tube damage. The distal end of main tube had a scratch marks exhibiting light material removal. The scratch was 0.375 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling/misused. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to start a davinci si surgical procedure, the customer noted a 'broken cable' on the dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.